Event description:
It was reported that xcm biologic was implanted in a pt to address a parastomal hernia. Approximately 1 week later, the pt presented with a bulge at the site of the hernia. During a subsequent surgery for another reason, the surgeon felt that the xcm biologic had either moved or stretched. He removed a portion of the xcm biologic and covered the hernia defect with the remaining xcm biologic. The pt was not negatively effected by the revision to the initial repair.

Manufacturer narrative:
Multiple attempts have been made to obtain add'l info about the surgical procedure, device, pt and clinical. However, as of the date of this report, this info has not been provided. Therefore, no investigation could be completed. If the requested information is provided, it will be reported in a f/u MDR.